Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that open opening the stem extension, the plastic packaging adhered to the stem. The surgeon elected to use another component.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned product, found there is plastic adhered to the proximal end of the stem implant; however, no packaging or photos of packaging were returned for review. The stem was subjected to a profilometer test to test the roughness of the surface with respect to roughness standard. DHR was reviewed and no discrepancies were found. The root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.